Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the wash buffer reservoir for the access 2 immunoassay system had become cracked. No injury or exposure was reported.

Manufacturer narrative:
Service was not dispatched for this event. The customer was sent a replacement wash buffer reservoir. (B)(4).